Event description:
Patient's mom reports their freedom pump, serial number (B)(6), used for cuvitru is not working. Reports the pump is not pushing the medication. Mom reports the patient reports they did not miss a dose, nor had an interruption in therapy as the pump slowly pushed all contents until the end. No adverse event reported due to pump malfunction. Pharmacy replaced the device; the malfunctioning pump is available for investigation. No boxes were sent for return and if return is needed, boxes will be sent. Unknown if md is aware. Date of onset is unknown. No further information, details, or dates provided.